Manufacturer narrative:
Follow-up report indicated that the patient had acquired an infection. The device was explanted and there were no reports of further complications. The explanted device was not returned. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.

Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient developed a seroma following an implant procedure. The patient was provided with oral antibiotics. A culture was taken and was found to be mycobacterium fortuitum. The seroma was drained in-clinic. The patient is currently recovering and there have been no reports of further complications.